Manufacturer narrative:
Zimmer biomet complaint (B)(4). One osseotite tapered implant 4 x 10mm (nt410) was returned for investigation. Visual inspection of the as returned product identified signs of use, dried bone around the implant and no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
It was reported that the doctor placed the implant with very low primary stability and one week later the patient came with discomfort. The implant was removed. Tooth location 13.